Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an increase to high thresholds. It was noted that an x-ray showed a little movement. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into the clinic for further testing and investigation. Lead testing in the clinic showed normal values, but some electrograms were not consistent, beat to beat. The patient was later admitted for investigation of a possible lead connection problem. Fluoroscopic images were taken and the lv lead pin position within the header was questioned. The physician opened the pocket and inspected the header. The lv lead pin was repositioned into the header as it looked a little short on the fluoroscopy. The final lead testing results were normal. The lv lead remains in use.